Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (b)(64) 2008, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2012-01639 / 2014-04323).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2007. Subsequently, it is alleged that patient was revised on (B)(6), 2008, for an unknown reason. Additional information received from patient's legal counsel alleges that patient's (B)(6), 2008 revision was due to patient allegations of pain, soreness, dysfunction and loss of range of motion. Additional information received from patient's legal counsel alleges patient underwent left m2a arthroplasty on (B)(6), 2008. Subsequently, legal counsel reports that patient's left hip was revised on (B)(6), 2008 due to patient allegations of pain, soreness, dysfunction and loss of range of motion. Additional information received indicates this patient has bilateral total hip arthroplasties. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history were not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.